Manufacturer narrative:
The provider evaluated and repaired the device. The provider replaced the right motor and the device is working properly. Provider evaluated and repaired.

Event description:
Provider alleges the consumer let go of the joystick, the unit kept moving, and allegedly pinned the consumer against his entertainment center. Consumer called 911.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should the device or more information become available, a follow-up report will then be issued.

Event description:
Provider alleges the consumer let go of the joystick, the unit kept moving, and allegedly pinned the consumer against his entertainment center. Consumer called 911.